Event description:
On (B)(6) 2015 during robotic assisted thoracoscopy monopolar cautery was used. Surgeon attempted to cauterize. Flame was noted outside the patient. Monopolar cord that was attached to robotic instrument melted and flamed. Patient was not affected. Event abated after use: yes.